Manufacturer narrative:
None of the devices related to this complaint are available for evaluation. The tip and the tubing were discarded at the user facility, and the console and handpiece are currently being used the user facility without complaint.

Event description:
It was reported that the universal superlong straight tip was being used in a procedure when the tubing kinked and caused the tip cover to melt. There were no patient or user injuries, and no adverse consequences.